Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one month post a stent placement in the left superficial femoral artery via the right femoral artery access, upon a postoperative x-ray re-examination, the middle part of the stent was allegedly found to be broken and the patient allegedly experienced in-stent restenosis. Reportedly, catheter-directed thrombolysis was performed, and additional stent was placed inside the previously placed stent. The current status of the patient was stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation. A photo of an x-ray was provided. Even though the quality of the photo was limited it could be reasonably suggested that there is a twisted section at the stent placed in the femoral artery; a stent fracture could not be confirmed. An angiogram to verify the reported in stent stenosis was not provided. Stenosis of the target lesion was reported to be severe, the lesion was predilated using a 4 mm balloon, a 6f introducer and a 0.035" wire were used for access. Based on information available, a twisted section of the placed stent is confirmed, while the alleged stent fracture as well as the instent restenosis could not be verified. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The current version of the instruction for use describes correct handling of the device during deployment, e.g., "confirm that the introducer sheath is secure and will not move during deployment. (...) Firmly hold the black system stability sheath throughout deployment." Regarding preparation the instruction for use states: "predilation of the lesion should be performed using standard techniques." And "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...)". Regarding post dilation the instruction for use states: "post stent expansion with a pta catheter is recommended." H10: (expiry date: 12/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that approximately one month post a stent placement in the left superficial femoral artery via the right femoral artery access, upon a postoperative x-ray re-examination, the middle part of the stent was allegedly found to be broken and the patient allegedly experienced in-stent restenosis. Reportedly, catheter-directed thrombolysis was performed, and additional stent was placed inside the previously placed stent. The current status of the patient was stable.